Event description:
It was reported that low impedance was observed. Externalized conductors were observed via cine. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasions between the svc shock and suture sleeve consistent with friction to another device. External abrasions were found proximal to the sleeve consistent with friction to the ICD can. The etfe insulation of one of the rv cable was abraded; this could cause low hvli. Internal abrasion with externalized conductors was noted at 3.8-6.5cm from proximal end of rv shock coil. Another internal abrasion noted at the proximal end; the insulation between rv lumen and inner coil was breached.